Event description:
It was reported that there was a communication problem. The battery was dead and the patient couldn't charge it. She typically recharged every 2 weeks and 2 weeks prior to the report she had intermittent bad connection and was only able to recharge so that the ins (implantable neurostimulator) lasted only 1 week instead of the usual 2. It was stated that all she got at the time of the report was the bad connection screen on the recharger. It was also reported that the patient was not able to make adjustment both with or without antenna attached and that it had been 2 weeks since she had been able to communicate with her implant using patient programmer, only got the poor communication screen. No stimulation sensation was also reported. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID neu_unknown, serial# unknown; product type unknown. (B)(4).